Event description:
A customer reported receiving a minimum fill notification. There was no reported adverse impact on the customer's blood glucose level. Initially, reloading the original cartridge did not resolve the issue, so technical support guided the customer through filling and loading a new cartridge onto the pump. This successfully resolved the issue, and the customer was able to resume insulin delivery.